Event description:
It was reported that during a surgical procedure the surgeon experienced inaccurate values while using navigation. The accuracy issues resolved once the scope was powered off. A clinically insignificant delay was noted, in addition to no impact to the patient.

Manufacturer narrative:
During onsite inspection, the microscopes validation was not accurate. The microscope was re-validated and put back into use.

Event description:
It was reported that during a surgical procedure the surgeon experienced inaccurate values while using navigation. The accuracy issues resolved once the scope was powered off. A clinically insignificant delay was noted, in addition to no impact to the patient.